Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Concomitant system: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable pulse generator . Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via a pump implanted for spinal pain. It was reported that in the middle of (B)(6) 2015 the patient had a catheter revision as reported in manufacturer report # 3004209178-2016-11179. Following this procedure, the patient started to have fluid build up around the pump. The patient went in multiple times to have the fluid removed. The second time the health care provider removed fluid, over 1600 ccs of fluid was removed and there was still much more to remove. In (B)(6) 2015, the abdomen continued to swell until the incision site burst open. It was reported that there was a hole in the patient's stomach that was draining. The incision site had burst open due to an infection. The health care provider stapled the incision site back up, gave the patient antibiotics, and sent the patient home. The patient had a headache and was dizzy. He couldn't lift his head, he couldn't stand up, and he was throwing up like crazy. The patient was then diagnosed with spinal meningitis in (B)(6) 2015. The patient was told his white count should have been about 25 but his was above 800, and the pump was pumping medications as well as the infection into the spinal column, which was why the patient got spinal meningitis. The infection was present in the pump pocket, along the catheter track, and in the patient's spine. Both oral and intravenous antibiotics were ad ministered. The patient was put on keflexin and bactrim. The entire system was explanted in (B)(6) 2015. The infection resolved.

Manufacturer narrative:
Additional information determined the following: patient codes are also related to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient presented to an outside facility with an onset of fevers, chills, and meningismus. The patient underwent a lumbar puncture (lp) which was consistent for meningitis. Given the finding of meningitis, it was presumed there was an "infection of pain pump." The wound did show some evidence of wound breakdown at the skin edges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.